Event description:
It was reported that the patient developed an infection. The implantable cardiac monitor was removed and will be replaced with a pacemaker at a future date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4)-the device was returned to the manufacturer and analyzed. No anomalies were found.